Manufacturer narrative:
Follow-up # 1 ¿ (05/14/2014). The patient¿s test strips have been returned on 11/12/2013 and evaluated by lifescan product analysis on 5/1/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed,

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate high results. The reporter obtained blood glucose results with a lifescan meter; however, the reporter does not remember the result other than it was very high (almost double) to what he normally would be. The reporter also obtained blood glucose results on another meter, but does not remember the result. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.